Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services. The field clinical representative reported that this patient had been presented to the electrophysiology (ep) laboratory for an implant procedure. Multiple attempts were required to connect to the device with the tablet programmer. Device was able to be successfully interrogated and implanted. With the pocket closed, a 10 joule shock was delivered. A 94 ohms post-shock impedance was recorded. Boston scientific received information from the field clinical representative that defibrillation threshold testing was not performed during the implant procedure. Another tablet programmer was used to establish telemetry. The available information suggests that this device remains in-service.